Manufacturer narrative:
The certas valve (ID 828814) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; needle hole was noted in the needle chamber. The valve was hydrated. The leak tested passed, only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve functions. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. However, a possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, but at the time of investigation, no occlusions were noted.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2023-00281. A physician reported a certas valve (ID 828814) and hakim ventricular catheter (ID 823041) were implanted via ventricular peritoneal shunt on (B)(6) 2023 with setting 3. The patient visited the hospital on (B)(6) 2023 with recurrence of symptoms. On (B)(6) 2023, ventricular enlargement was confirmed by x-ray examination. The chamber could not be pushed, and the flow had stopped. Due to suspicion of obstruction, the valve and catheter were removed and replaced on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.